Event description:
It was reported that this patient experienced a ventricular fibrillation episode, the led to the patient enter on a syncopal episode. The patient was hospitalized for further monitoring. This implantable pacemaker remains in service. No further adverse patient effects were reported.